Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and dilaudid (hydromorphone) via an implantable infusion pump. The indication for use was non-malignant pain and chronic lower back pain. It was reported that last week on friday the patient saw the healthcare provider (hcp) for a normal follow-up appointment; when the hcp checked the pump something happened where the clinician programmer went on the "fritz", "misfired" and turned the patient pump off. The caller stated that it was not noticed that the pump was off until he began having symptoms/withdrawals that got worse. Per the caller, the pump was alarming 48 hours after the hcp visit; the alarm was described to be the dual tone alarm. When the patient visited the hcp on sunday the pump was turned back on after having been off for 54 hours. It was reported that they were unsure why the pump was shut off, but they think it's because the clinician programmer "misfired" and ran out of batteries. The caller stated his concerns about the pump stopping again, particular in the case where the patient would be travel and unable to get to his hcp. The caller was directed to follow up with the hcp. No further complications have been reported as a result of this event.